Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was going higher during the night (as high as 250 mg/dl) with low-moderate ketones. The customer did report to have received an occlusion alarm. An injection of insulin was used to address the bg level. The bg level returned to target range after the cartridge and infusion set was changed. However, the next morning, the bg level was over 300 mg/dl. The customer reported to have delivered the breakfast bolus correctly. As this event had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the event. A system check was performed using the current supplies and the pump was found to be operating as expected.